Event description:
It was later reported that the patient stated that they had to return back to the hospital on two different occasions. A week after surgery on (B)(6) 2012 they had an infection and had to go back when her stitches came undone and have them stitched up. No patient outcome was reported.

Event description:
It was later reported that the physician had a difficult time implanting the pump due the patient's small size. The patient was reportedly (B)(6). The surgery took five hours. The patient also reported having lots of issues and problems.

Event description:
It was reported the patient experienced an extended hospitalization and infection. The patient just recently had the pump placed, and "was in the hospital and had a horrible time." The patient reported that the hospital stay was supposed to be one day, and ended up being four days. The patient further reported having "suffered with this machine." The patient also noted having an infection and "all kinds of things", noting the infection to be an "ontogenies infection", however it was unclear if this was related to the pump system or was at the time of hospitalization. The drug being delivered via the pump was morphine. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8781 lot# serial# (B)(4) implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).